Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, when iol was implanted at that time ¿spots¿ were observed on the optic. The lens remained implanted in patients eye. Additional information was received. There was no patient harm.

Manufacturer narrative:
The lens remains implanted. A photo was provided of an implanted single-piece lens. The are of interest was not identified. Dark areas were observed which may be the indicated issue. It cannot be determined from the photo if this is damage, or something on or under the lens. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. Dark areas were observed which may be the indicated issue. It cannot be determined from the photo if this is damage, or something on or under the lens. The IFU(instructions for use) instructs to completely fill the cartridge with ovd(ophthalmic viscosurgical device) that has been allowed to come to room temperature immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol (intraocular lens) to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).